Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24 synergy drug eluting stent was selected for use to treat the lesion. However, during preparation when the physician took the protecting sheath off, the stent stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.